Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized with high blood glucose and possible vent blockage. The customer stated that she may have tilted the insulin vial during filling and the reservoir got wet. No further information was provided.